Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records was unable to be performed as the part number and lot number of the device involved in the event is unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
A patient who underwent a shoulder arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.